Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the pacing lead insulation was damaged at sheath removal as the physician cut the lead during sheath removal. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.